Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not turn due to a jammed motor was confirmed. It was found that there was a short circuit in the motor cable. Further, the device shuts the pump off during operation. The defective motor cable was replaced and the device was repaired, tested and found to be fully functional. The short circuit in the motor cable would have caused the device to not function as intended by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03/02/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by affiliate via phone that the micro tornado hp w hand control doesn¿t turn ¿ jammed motor. The knee arthroscopy procedure was completed with a replacement device. No surgical delay. No patient consequences. The device is available to be returned for evaluation.